Event description:
Boston scientific received information that this right ventricular (rv) lead was observed to have fractured as a result of subclavian crush. An invasive procedure was performed. The lead was surgically capped and abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.